Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician used the starclose device to attempt arteriotomy closure after an unspecified procedure. The device became stuck in the arteriotomy. It was unspecified how hemostasis was achieved. There was no reported adverse pt effect. Attempts to contact the report source for further info have been unsuccessful; no additional info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.